Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the patient couldn't get the device charged and they needed to charge it every day for it to work. It helped their pain but not one hundred percent of it. They found no answer to resolve the charging issue. They reported they were back to chronic pain and reported blood clots. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was reported that the patient wasn't trained in using the therapy, and when I asked what specific questions they have about the equipment they couldn't give me a specific question and just kept saying he "doesn't understand this and I thought they were going to get a local person to help me". The role of a manufacturing representative (rep) was reviewed and that the patient can consult with healthcare provider (hcp) if they need to see a local rep, which might be a good idea since the patient seems very confused and unfamiliar with the equipment. Patient said that his stimulator isn't staying charged as long as he thought it would and said, "I'm not getting as long of use as I thought it would" and says this started happening "since day 1". No further information was reported. No patient symptoms were reported.